Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have a workmanship issue with the teflon pad. Visual inspections showed that the teflon pad appears to be improperly placed on the clamp arm. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument teflon pad fell off. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Images associated with this reported event were submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that "the image is super zoomed out, and there appears to be some sort of reflection at the distal end. We¿ll need a better, zoomed in image of the distal end to be able to tell more. It appears that a piece might be missing but will need to examine the instrument to learn more".